Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the single-port monopolar curved scissors instrument was broken where the disposable scissor attached. The customer reported that no fragments fell and there was no patient injury. Multiple attempts to follow up were made to obtain additional information; however, no response has been received at this time.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the single-port monopolar curved scissors instrument with this complaint and completed failure analysis (fa) investigations. Fa confirmed the customer reported complaint. The instrument tube adapter was found to be broken at the distal end. The broken piece was approximately 0.043" x 0.107" in size and was not returned along with the instrument. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.